Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified date and time, the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time in use, the device alarmed. The nurse was in the patient's room at the time of the alarm. The patient's blood pressure reportedly decrease to 60/4mmhg. Therapy was resumed using a replacement device that was in the patient's room. The patient's blood pressure increased and stabilized after the therapy was resumed. There was no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.